Manufacturer narrative:
(B)(4). No specific patient was involved; the device may be used to monitor multiple patients; the customer did not specify how many patients were being monitored on the device at the time of the event. However, it was clarified that the patient(s) were also being monitored on another device at that time. Ge healthcare's investigation is on-going at this time. A follow-up report will be sent when the investigation is complete.

Event description:
The customer reported smoke and a burning smell emitted from the device. There was no related adverse patient impact.

Manufacturer narrative:
The complaint reported the cscs v2 started to smoke. The nurse who witnessed the event did not report any related sparks or flames. In addition, there was no related adverse patient/user impact. Furthermore, there was no loss of patient monitoring because the patients were also being monitored on an alternate central station. The affected cscs v2 central station was shipped back to ge healthcare engineering whereupon evaluation, a failure of the power supply was noted. The power supply was sent to supplier, kontron, for further evaluation who in-turn sent the affected component to the manufacturer, sl power electronics corp. During their investigation, sl power electronics corp found that one of the diode d101 was burnt due to overheating which caused the reported smoke. The root cause could not be determined however the most probable causes were: isolated component not meeting their individual part specification and/or customer power supply overstress of the unit/power supply experiences surge. Historical review of similar complaints revealed no adverse trend. The complaint will be tracked and trended.